Manufacturer narrative:
Operator of device - correction: device available for evaluation. Additional information initial reporter: occupation. Type of follow up: device evaluation. Device evaluated by manufacturer. The pipeline was received for evaluation without the pushwire, sheath, or catheter. The device was found to be fully opened with damaged braid at one end. No other anomalies were observed. The customer¿s clinical observation could not be confirmed; the damaged braid may have possibly contributed to the reported issue. However, the cause for the damage could not be determined. All products are 100% inspected for damage and irregularities during manufacture.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, no definitive conclusion can be drawn regarding the clinical observation. As per the IFU: "never rotate the delivery wire more than 10 full turns. If ped does not open after 10 turns, remove the entire system (micro catheter and ped delivery system together)."

Event description:
Medtronic received information that this device would not open properly. It was reported that during deployment the distal end was "cigar" shaped. It was further reported that an unsuccessful attempt to fully deploy the distal portion was made by rotating the delivery wire clockwise over ten times. The delivery wire was pushed and the system was advanced in effort to open it; however the distal end would not open. The distal access catheter and protective coil portions were pulled out carefully. No patient complications were reported.